Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sitting at a table. The shock was inappropriate due to oversensing of noise. It was noted that the patient was not active at the time of the shock. The patient was brought in for testing and the noise was not able to be reproduced with isometrics or manipulation. Boston scientific technical services (ts) was consulted and upon review found that the signal was consistent with changes in the impedance pathway of the sensing vector. Ts discussed possible reasons for the noise and suggested further troubleshooting and x-rays. The sensing vector was reprogrammed to secondary. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.